Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and setscrew. The returned device indicated a set screw with a rounded socket and found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, it was not possible to fixate a competitor right ventricular (rv) lead into the cardiac resynchronization therapy defibrillator (crt-d). It was noted that measurements of the lead with an analyzer showed normal values. The device was not used and replaced. No patient complications have been reported as a result of this event.